Manufacturer narrative:
The device has been returned to heartsine for investigation. Upon completion, the conclusions will be submitted in a follow up report.

Event description:
A distributor contacted heartsine to report that a customer's device prompted 'child pad" while an adult cartridge was inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient. As a result, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the device and confirmed the reported issue. Investigation found the contacts on reed switch sw1 to be closed without the presence of a magnetic field, which is the cause of the reported issue. This device was scrapped and the customer received a replacement device.

Event description:
A distributor contacted heartsine to report that a customer's device prompted 'child pad" while an adult cartridge was inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient. As a result, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.